Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced high blood glucose of 445 mg/dl and was treated with manual injection. During troubleshooting, it was found that there were air bubbles in reservoir and infusion tube. Customer was assisted in removing air bubbles. Insulin pump did not have any leaks. Customer was advised to change infusion set.